Event description:
It was reported that a patient connected to therapy before priming of the disposable set. The patient was connected at the time of the event. This occurred during priming of peritoneal dialysis therapy. The patient wanted to know when they should disconnect themselves after the prime was completed. The technical service representative (tsr) explained to the patient that they should not have been connected during the prime cycle. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient was connected to therapy before priming of the disposable set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.